Event description:
It was reported that EGMs were missing from the memory of the device during interrogation. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.